Manufacturer narrative:
Review of device history record (DHR): we reviewed the manufacturing record (tube extruding process, assembling process) and the results of final products test and inspection regarding the lot number reported, but we could not find any abnormalities. Evaluation of retained samples: visual check: there were no abnormalities observed on the blood pump segment such as pin hole, scratch and no haze area at connecting point between blood pump segment and connector. Corrective action: the corrective action is not required because there were no problems on our products. However, to prevent this problem, please suggest the customer to observe the tubing is correctly loaded in the blood pump segment before start treatment and should be monitored frequently and the blood pump regularly checked to ensure that the tubing has not become displaced. [See scanned pages].

Event description:
Approximately midway through a dialysis treatment the blood pump segment split open and the pt lost approximately 300cc of blood.